Manufacturer narrative:
This is two of two final report for this complaint with associated manufacture report numbers of 2954740-2016-00066. Based on the information, the event could not be confirmed. The prowler select plus microcatheter was not returned for analysis; therefore the root cause of the catheter obstructing t revive se could not be determined. However a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4). Corrected usage of device from "unknown" to "initial use of device"

Manufacturer narrative:
This is one of two initial report for this complaint with associated manufacture report numbers of 2954740-2016-00066. (B)(4). Concomitant devices: revive (catalog/lot unknown); optimo balloon guiding catheter (tokai medical products) and marksman microcatheter (covidien) the product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a health care professional, during the procedure the physician experienced resistance when delivering revive (frs21452299/t10081 ) in through the prowler select plus (606-s252 / 17378264) microcatheter. The procedure was a percutaneous thrombectomy at the middle cerebral artery-m1/m2 segments to treat acute ischemic stroke. The patient's vessels were mildly tortuous and not calcified. It was reported that the physician experienced severe resistance when the revive was passing the internal carotid artery top to the middle cerebral artery- m1. No kinks or bends were noted on the prowler microcatheter prior to use, during use or on removal. Prior to introduction of revive there was no difficulty during the introduction of the catheter over the guide wire and tracking the microcatheter to the target site. The prowler microcatheter was withdrawn together with the revive, and it was replaced with a competitor's microcatheter, with which the delivery of the same revive (frs21452299/t10081) was successful without an issue. The procedure was completed without further issues or delays. There were no patient injuries or complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and a constant flush had been maintained at all times. No visible damage was noted on the product prior to and after the event. The complained product is not available for analysis. No further information is available.